Event description:
It was reported that an ash split catheter was placed 8-22-00. The pt came in for catheter stripping on 8-24-00. The catheter was removed 9-2-00. It was noted the long end of the catheter was sealed almost shut. A guidewire would not go through it.